Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) case description: investigation results: name: novorapid penfill 3 ml, batch number: mr7jp56. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novopen 4, batch number: nvgaa32. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the follwoing has updated: -investigation results updated. -b,c,d,g codes updated. -narrative updated accordingly. Final manufacturer's comment: 23-jan-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfil. H3 continued: evaluation summary name: novopen 4, batch number: nvgaa32. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood sugar level [blood glucose increased] the medication was not effective [drug ineffective] failure in the mechanism of the pen [device failure] case description: this serious spontaneous case from canada was reported by a consumer as "high blood sugar level(blood glucose increased)" with an unspecified onset date, "the medication was not effective(drug ineffective)" with an unspecified onset date, "failure in the mechanism of the pen(device failure)" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart) (dose, frequency & route used-unk) from unknown start date for "product use for unknown indication". Patient's height, weight and bmi(body mass index) were not reported. Current condition: autistic historical drug: novorapid flextouch. On (B)(6) 2023, patient was hospitalized due to blood sugar went up after being switched from novorapid flextouch to novorapid penfill. Patient's father is unsure if this is cause because the medication was not effective or if it was cause by a failure in the mechanism of the pen. On (B)(6) 2023, patient discharged from the hospital. Batch numbers: novopen 4: nvgaa32. Novorapid penfill: mr7jp56. Action taken to novorapid penfill was not reported. The outcome for the event "high blood sugar level(blood glucose increased)" was unknown. The outcome for the event "the medication was not effective(drug ineffective)" was not reported. The outcome for the event "failure in the mechanism of the pen(device failure)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. "In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples".